Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Stem implant would not seat to level of final broach. Stem sat approx. 5mm proud.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding seating height involving an accolade rasp was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Stem implant would not seat to level of final broach. Stem sat approx. 5mm proud.